Event description:
It was reported the customer requested replacement of the capacitor. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer evaluated the device on site and determined that capacitor replacement was required. The device remains at the customer site, and no further evaluation is warranted at this time. The capacitor was replaced to resolve the issue.